Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas c 503 analytical unit for one sample. The sample was repeated on the other cobas c 503 line. The initial magnesium gen.2 result was 0.38 mg/dl, and the repeat result was 1.94 mg/dl. The initial cholesterol gen.2 result was 636 mg/dl, and the repeat result was 129 mg/dl. The initial hdl-cholesterol gen.4 result was 2mg/dl, and the repeat result was 39 mg/dl. Only the questionable cholesterol result was reported outside of the laboratory.

Manufacturer narrative:
The magnesium reagent lot number was 860164. The cholesterol reagent lot number was 869385. The hdl reagent lot number was 841950. The expiration dates were not provided. The field service engineer found a clog inside the sample probe, and the nozzle of the cell rinse unit was not dispensing. He flushed the sample probe, verified adjustments, verified all connections, and verified that the baths for the sample probes were priming with a basic wash. He verified that all rinse nozzles were springing properly and flushed the nozzle, and adjusted the level. He performed a precision run, hardware check, and performance tests. The investigation is ongoing.